Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s child, on (B)(6) 2025 around 7:00 pm, the patient was experiencing cold sweats, blurred vision, confusion, difficulty staying awake, and difficulty walking. The patient¿s cgm was reading 90 mg/dl. No bg meter reading was taken at this time. The patient¿s son called 911. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 40 mg/dl while the cgm was still reading 90 mg/dl. The patient¿s bg meter reading was tested twice within 5 minutes, but the second value was not reported. Ems treated the patient with (2) glucose tablets and transported her to the emergency room (ER). At the ER, the patient was treated with other medications to raise her bg level, but the medication specifics could not be recalled. The patient was in the hospital for 12 days before being discharged. Her admission was related to her hypoglycemic event and other ¿illnesses¿ the patient had. The patient was ¿okay¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.